Event description:
It was reported that the pt experienced a loss of therapeutic effect, following a recent and unrelated hip replacement surgery. The pt was admitted to a rehabilitation facility. It was stated that the pt's leg "was moving." No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available. See also MFR report # 3004209178201108516 for info related to the pt's concomitantly implanted neurostimulator system.

Manufacturer narrative:
(B)(4).